Event description:
Ekos machine began to alarm around 0400; staff noted that blue catheter tip picture on the device showed an x through it as opposed to the functioning picture of the catheter showing drops through it. Contacted ekos representative; turned machine on and off again. When turned back on, machine worked for a few seconds then showed the same error picture. The machine was then turned off but the heparin and tpa drips were still infusing. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. On (B)(6) 2015, ekos received medwatch report from (B)(4).

Manufacturer narrative:
The ekosonic device used in this procedure was not returned for investigation. The procedural log file contained in the ekosonic control unit was downloaded and reviewed. The log file confirmed the ekosonic device transducers became worn after about 16 hours of operation. The transducer wear resulted in electrical properties that did not allow further operation. Info received from the user facility on (B)(6) indicated the pt had a good outcome and the procedure was successful.